Manufacturer narrative:
Follow-up # 1 ¿ (06/25/2014). The patient¿s meter and test strips have been returned on 6/11/2014 and 6/24/2014, respectively, and evaluated by lifescan product analysis on 6/13/2014 and 6/24/2014, respectively, with the following findings:no error message is observed in the error log, and error was not reproduced during the investigation. The test strips involved with this complaint failed testing. When test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the onetouch verio iq meter displays an error 4 message. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2014 (time not specified). In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise; however, the patient denied taking any action in response to the reported meter issue. As a result of the alleged meter issue, the patient reportedly developed a symptom of dry mouth at an unspecified time afterwards. The patient, however, denied receiving any form of medical intervention after the alleged issue occurred. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time and the patient was using the correct testing procedure. The csr noted the alleged meter issue was resolved after retesting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of hyperglycemia after the alleged meter issue began.